Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she was attempting to bolus for blood glucose of 333 mg/dl and the insulin pump alarmed button error. Customer's current blood glucose was 414 mg/dl. Troubleshooting for the alarm was performed and in the end customer was advised she might have had a site occlusion as insulin exited during fixed prime and no alarm occurred. Troubleshooting for high blood glucose was also performed and customer is inserting a new infusion set and will treat with the device. No anomalies were found on the insulin pump. Customer declined performing high pressure test. Customer is not returning the device for further analysis.